Event description:
Meter powers off during use. Pt replaced batteries which were correctly installed. The meter still had no power. Pt did not experience any symptoms at the time of testing. Pt went to the pharmacy for assistance in getting the meter to work. The issue was not resolved. Customer service was unable to resolve the issue and sent pt a new meter.